Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient reports they were conscious, feeling funny and heard the siren during the event. Patient did not press the response buttons and felt the shock. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient received medical attention from assisted living facility staff. No injury was reported from the treatment. It is unknown whether patient will continue to use the lifevest. Holter data is not available for the time of the treatment. The device flag data review shows the patient received one lifevest treatment on (B)(6) 2023. The flag data shows a shock was delivered at 06:27:38 pm.

Manufacturer narrative:
Monitor and electrode belt were returned to distributor for evaluation. Device evaluations of the monitor and electrode belt have not yet been completed.